Manufacturer narrative:
Initial.

Event description:
It was reported that the caregiver had been announcing meals as correction doses on the ilet bionic pancreas, and an agent provided education on appropriate use to avoid maladaptation of the pump. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no alarms. Investigation included troubleshooting and user education regarding correct meal announcement and correction practices. Investigation of this case revealed user technique concerns that could lead to algorithm maladaptation, with device function otherwise unremarkable. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education and counseling.